Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and the cause appears to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 6 cm and 7 cm depth markers, approximately 7.5 cm distal to the suture wing. The ink on the extension leg was observed to be worn and faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recx2869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent the catheterization from the median cubital vein on (B)(6) 2019. The tip of the catheter was located at t6, with 45 placed internally, and the zero scale externally. Two chemotherapy sessions were performed in the hospital. When infusing drug after the completion of the second chemotherapy session, the arm of the puncture side was found to be swollen, and the infusion was immediately stopped. When the catheter was being inspected, the blood could be aspirated. When the physiological saline was being injected, it was visibly outflowing from the puncture point. Removed the catheter by 6 cm, and a rupture was found with the catheter wall. After the patient was appeased, the catheter was removed. The PICC catheterization was performed on the other side of the arm using one 3174118 catheter in order to complete the patient's follow-up treatment.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent the catheterization from the median cubital vein on (B)(6) 2019. The tip of the catheter was located at t6, with 45 placed internally, and the zero scale externally. Two chemotherapy sessions were performed in the hospital. When infusing drug after the completion of the second chemotherapy session, the arm of the puncture side was found to be swollen, and the infusion was immediately stopped. When the catheter was being inspected, the blood could be aspirated. When the physiological saline was being injected, it was visibly outflowing from the puncture point. Removed the catheter by 6 cm, and a rupture was found with the catheter wall. After the patient was appeased, the catheter was removed. The PICC catheterization was performed on the other side of the arm using one 3174118 catheter in order to complete the patient's follow-up treatment.